Event description:
It was reported that the device had early battery depletion and high threshold was noted on the left ventricular lead. The device was replaced, and the left ventricular lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 419388 implantable pacing lead, (B)(6) 2007; 5076 implantable pacing lead, (B)(6) 2007; 6944 implantable tachy lead, (B)(6) 2007. (B)(4).